Event description:
It was reported that an inaccuracy between the Continuous Glucose Monitor (CGM) and the Blood Glucose (BG) meter occurred. The sensor was inserted into the arm on (b)(6)2026. On (b)(6)2026 the patient experienced frequent urinating, thirstiness, was drinking water a lot, and was sleepiness. A fingerstick was taken by the parent and the CGM reading was 118 mg/dL, and the blood glucose reading was 566 mg/dL. The parent stated they found out with this that ¿the patient was in Diabetic Ketoacidosis¿. The patient was treated with 5 units of insulin by the parent. The patient would have been ¿fine¿ after treatment, but was taken to the hospital. At the time of the report the parent was still on the way to the hospital. No further information was reported regarding the hospital visit. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. No other details were documented. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the D zone of the Parkes Error Grid. No injury or medical intervention was reported.

Manufacturer narrative:
(b)(4)Diabetes Mellitus is a known cause of hyperglycemia and/or Diabetic Ketoacidosis.